Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging insulin pump was under delivering. The customer¿s blood glucose level was 26 mmol/l at the time of incident. Customer experienced high blood glucose level and it was treated with manual injection. The customer experienced symptoms such as nausea, exhaustion or crankiness. Customer was using insulin pump system within 48 hours of reported event. Customer alleges insulin pump was under delivering because the corrections with the insulin pump had not been doing anything. The reservoir will not be returned for analysis.